Event description:
A pt reported experiencing inaccurate erratic results with a surestep enhanced meter. The pt's blood glucose results were 117mg/dl (this was the only reading that was provided in the reported issue notes). Tests were done less than 10 mins apart with a difference of greater than 20%. Pt did not experience any adverse events. No further info has been reported.